Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to a pump clot. It was reported that the patient¿s outcome was not device or therapy related. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 20.6 watts were recorded throughout the log file between (B)(6) 2020and (B)(6) 2020. The pump remained above the low-speed limit for the duration of the log file. The account communicated that the patient was admitted with elevations in power and ldh was 2044. An echocardiogram and computed tomography angiography (cta) was performed and revealed thrombus. The account reported that the patient had chest pain and started on heparin. The pump eventually low flowed, the pump/graft clotted off, the pump heated up and stopped, and had to be turned off. According to the account, the patient was doing well and on the step-down floor. Heartmate ii lvas, serial number (B)(6) is no longer in use but remains implanted within the patient. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09jul2009. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This section states: "gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts (w) also can indicate the presence of a thrombus. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-03897.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific root cause of the reported event could not be determined as no product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09jul2009. The heartmate ii lvas IFU (rev. E) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This section states: "gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts (w) also can indicate the presence of a thrombus. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had high power, high flow and low pi events. Upon review of the log files it was suspected that there might be thrombus within the motor chamber. Thrombus is suspected as lactate dehydrogenase (ldh) is 2044, which is higher than normal. Additional information: the thrombus was confirmed. The patient had chest pain and a heparin pump was started. The pump was shut off as the pump was clotted. The pump was overheating during the event. The pump is still off and the patient is stable.